Manufacturer narrative:
D2: mta. (B)(4).

Manufacturer narrative:
H6: 1494: off-label: age<21 years old at the time of implantation. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo_13.2; -14.00 diopter implantable collamer lens patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024, the lens was replaced with a longer length lens due to low vault without rotation. This resolved the problem. Cause of the event was reported as unknown.